Manufacturer narrative:
The failure investigation has been completed and the out of range issue was verified in the pump logs; however, no failure was identified. The alleged alarm system issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Additionally, the customer alleged the pump did not declare an out of range alert. Tandem technical support reviewed pump history and confirmed that an alert was declared. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose ranged from 72-97 mg/dl. Reportedly, the customer continued to use the pump and the dexcom application for cgm readings for insulin therapy.